Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead measured undefined impedance, exhibited undersensing, and was dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.